Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H4, h6: a device history record (DHR) review was conducted: part number : 280.800s, lot number: 6240716, part manufacture date: 28-oct-2009, part expiration date: 30-sept-2018. DHR record review: a review of the device history record revealed no complaint related anomalies. The devices history record show this lot of dhs/dcs lag screw 12.7mm thread/90mm-sterile product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual, and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this raw material lot had three instances of nonconformances noted. Nonconformances were issued against raw material lot 5227296. These nonconformance instances were issued for dimensional nonconformities that were found during incoming inspection. These nonconformities found the lots were ordered to a previous dimensional requirement. The raw material lot 5227296 was accepted and met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. This lot met all dimensional, visual, and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report involves one (1) dhs/dcs lag screw 12.7mm thread/80mm-sterile.

Manufacturer narrative:
Patient identifier (B)(6). Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed. No conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the surgeon was performing a dynamic hip screw, after inserting the 80mm lag screw, the surgeon attempted to remove the lag screw wrench. The screw did not come out of the lag screw wrench easily and had to be removed. The screw was damaged, and another screw (85mm) was inserted and the case was completed successfully. The surgery was delayed for ten (10) minutes. This report involves one (1) dhs/dcs lag screw 12.7mm thread/80mm. This is report 1 of 1 for (B)(4).